Event description:
It was reported that episodes of non-sustained lead noise due to post-paced t-wave oversensing was observed. The device was reprogrammed successfully. There were no adverse consequences; patient was fine.